Event description:
During a check-out procedure at the manufacturer's service center, a ventilator's backlight failed to turn on, the lcd screen was blank. The device was not in patient use. The device's lcd screen was replaced to address the issue. The device was cleaned and passed final testing.